Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. It was further determined that the root cause associated with the dull cutter was due to normal wear, and the root cause of the corroded shaft was due to reprocessing of the cutter inside the attachment (traced to environment). The assignable root cause of the dull cutter was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cutter device would not cut/dull. The cutter was removed from the attachment device and it was determined that the cutting head showed signs of wear. It was further observed that the shaft had corrosion/rusting/pitting and the device failed visual inspection. It was noted in the service order that the cutter device had an undetermined malfunction, and the attachment device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.